Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010 a suspected device problem was reported. High impedance values over 4,000 ohms were seen on (B)(6) 2010. The event status was reported as open. It was later reported that the device was reprogrammed, the voltage lowered and the contact changed. There was no explant. Additional info received reported that there was an explant. The event status was reported as closed as of (B)(6) 2011. No pt outcome was provided. Additional info has been requested, but was not available as of the date of this report.